Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope¿s nozzle of the insufflation channel was clogged by a solid translucid plastic material and there was a white foreign material remaining in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "clogged solid translucid plastic material in the nozzle and white residual material in the air/water channel" malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from the biopsy channel. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.